Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements which eventually stabilized. Afterwards, a drop in sensing was noted and the patient received two inappropriate shocks over a 10-day period due to t-wave oversensing. As reprogramming was not an option, surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead was disposed of at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.